Event description:
It was reported that during a da vinci-assisted nephrectomy procedure, the tip of the harmonic ace instrument broke off and fell inside the patient. The fragment was visible on the screen and the professor grasped it with their left hand while the assistant retrieved it using an endoscopic instrument. It was confirmed that all fragments were retrieved because the fragment did not scatter. The tip simply broke off and remained in place, allowing immediate confirmation. No post-operative imaging tests, such as x-ray or ultrasound, were performed to check for remaining fragments. The procedure was completed robotically using a backup harmonic ace instrument. The customer stated that patient demographic information cannot be disclosed.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation.

Manufacturer narrative:
The harmonic ace instrument was received, and failure analysis found the instrument to have curved blade broken at its base. A piece approximately 11.0 mm x 2.1 mm was found to be broken off. The broken piece was not returned with the instrument. Components adjacent to this broken blade did not show damage. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
Refer to h11 for follow-up information.